Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The returned device was forwarded to the MFR for eval. When the investigation is completed a final report will be submitted.

Event description:
It was reported that the "patient a bit agitated. Implantation of silicone catheter in the left femoral vein. The pt might have pulled out the catheter." The doctor wrote: "warned by an alarm of dialysis machine the nurse noticed the catheter and the y connector were disconnected."